Event description:
The manufacturer received information alleging a ventilator was "not working". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the tubing was found disconnected between the sensor board and the universal porting block. The device's tubing was reconnected to address the issue.